Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (Initial reporter address 1): (B)(6). (Device codes): the problem code 3009 captures the reportable event of incorrect wire orientation/positioning. Visual inspection of the returned device revealed that the device did not present any issue and it worked as intended. The device was introduced into the duodenoscope and initial condition was within the specifications; consequently, not confirming the reported complaint. The complaint was not consistent with the reported event of incorrect wire orinetation. All compiled information on this investigation determines that the most probable cause is no problem detected since the returned device review includes visual and functional evalauations, which showed no evidence of either the alleged issue or any defect that could have contributed to the reported event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the orientation of the cutting wire was incorrect. The procedure was completed with a second ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the orientation of the cutting wire was incorrect. The procedure was completed with a second ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.